Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device showed a defib disarm message and will not shock when using external paddles when performing opcheck or manual shock during testing. The device was not in use on a patient.